Manufacturer narrative:
The scope was returned to olympus and evaluated. The reported problem was confirmed and it was determined the instrument channel was obstructed with a foreign substance. The scope was repaired and restored to manufacturer specifications.

Event description:
A user facility reported to olympus that foreign material was exiting from the channel. Specifically, "seeds" were found stuck in the biopsy channel. The user facility reported they were able to get some of the seeds out. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event related information.

Event description:
The user facility reported that a patient consumed blackberries the day prior to their procedure and it was the blackberry seeds lodged in the biopsy channel. The intended procedure was a colonoscopy and was completed without incident. No patient injury or harm occurred. The device was inspected and tested prior to use.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.